Event description:
The report from the field indicated that: a 3.0x23mm cypher stent was introduced into a calcified lesion, but could not be advanced. The site was predilated twice, once with a 2.5mm and then with a 3.0mm balloon. When the stent deliver system was withdrawn, proximal stent struts were noted to be uplifted. Information about the guide catheter was unavailable. There was no pt injury , and the procedure was successfully completed with another cypher.